Event description:
Patient came to ICD clinic and reported that he had received a shock from the device. This was confirmed by diagnostic data from the ICD. Electrogram stored in the device showed sinus rhythm interspersed with artifact. Patient was admitted on 1/23 for surgical intervention. The evidence on the electrogram is consistent with fracture of the sensing bipole of the lead.